Manufacturer narrative:
There was no indication of any malfunction of the device. Device not returned.

Event description:
Allegedly, on (B)(6) 2012, the patient underwent a laparoscopic hysterectomy and bilateral salpingectomy for removal of a large fibroid uterus. Following the surgery she was diagnosed with leiomyosarcoma. She has since had the residual ovaries removed and resection of bladder nodule, right pelvic sidewall mass, right ureterolysis, etc. On or about (B)(6) 2016 she began her fourth round of chemotherapy treatment.